Manufacturer narrative:
Sample analysis: the delivery pusher and implant were returned for eval and confirmed the implant was stretched and detached. The eval showed excessive force was used which likely led to the coil detaching. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the pt as a result of the procedure.